Manufacturer narrative:
Both adverse event and product problem apply. The explanted ipg passed visual, photographic imaging and performance tests done. The complaint of the difficulty charger ipg was due to analog ic damage, which manifests with excessive battery depletion. Internal inspection found the analogic is damaged.

Event description:
A report was received that the patient underwent an ipg replacement. The patient had a fall (not device related) and could not charge the ipg.

Event description:
A report was received that the patient underwent an ipg replacement. The patient had a fall (not device related) and could not charge the ipg.